Event description:
Consumer stated that the two folding bars were bent upward. Also allegedly, the left brake handle will brake and then release when the rollator is and isn't moving - almost like a grab. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model 65510, serial number/date code and approximately age are unknown. The owner's manual part number 1163186 was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer is a (B)(6) female. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The customer alleged no injury. The customer alleged malfunction; the teo fokding bars are bent upward and the left brake handle will brake and then release when the rollator is and isn't moving- almost like a grab.